Manufacturer narrative:
One (1) 3i t3® tapered implant 6/5 x 11.5mm (bopt6511) was returned for investigation. Visual evaluation of the as returned product identified implant had no apparent malfunction, but signs of use. Product matched print specification where measured (caliper ID: cal1831 due: sep 2, 2022). No allegation to abutment. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was paresthesia, moderate bone density (type ii). The reported device was located on tooth # 30 (universal) and was used for approximately 12 days. The customer did not provide any pictures or x-rays. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev. H ¿ july 2021. Information identified: contraindications, warnings, precautions, and potential adverse events. Per the applicable IFU, under the section precautions, it is stated that improper technique can lead to implant failure and loss of supporting bone. DHR review: DHR review was completed for the subject lot number (2021011317). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record review: sterilization records (op#0210) were reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot number (2021011317) for similar events (complaint category keywords: medical : other) and no other complaint was identified. Post market trending review: feb post market trending was reviewed and there were no actionable events or corrective actions for the reported event (medical : other, paresthesia) or product (bopt6511). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did not occur, and the reported event could not be verified with the information provided.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided.

Event description:
It was reported that the implant failed due to not integrating and the patient having paresthesia at the site. Tooth #30.